Event description:
It was reported that an unknown xience v stent was deployed in the distal circumflex artery without predilatation in (B)(6) 2010 at 14 atmospheres (atm). In-stent restenosis was observed in the xience v stent approximately 7 months later. The restenosis was treated with a non-abbott balloon catheter at 12 atm twice. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implantation is an estimated date from the reported (B)(6) 2010. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel / lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.